Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no adverse impact to customers' blood glucose level. Troubleshooting was unable to be performed as occlusion was not occurring at time of report.